Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1032793 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1032793 and test base part number 190-430 / lot 1032793. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1032793 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed. This MFR. Report addresses patient 1-6 of 10. The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasal kitted swab. Repeat testing was performed with unknown results. Molecular confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.